Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm on his insulin pump. Customer's current blood glucose reading is unknown. Troubleshooting was not performed as the customer was short on time and the insulin pump was not allowing him to further troubleshoot. No further information reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. Insulin pump received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed motor position encoder error alarm due to erased history file. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Unable to verify motion sensor test failure alarms due to motor error alarms. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners and battery tube threads and minor scratches on display window.